Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated that patient had an ipg replacement and effective therapy was restored post operatively.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This serial number was included in multiple field advisories. The investigation results will be provided in the final report.

Event description:
It was reported patient experienced ineffective therapy and stopped charging the device .patient lost therapy many years back .company manufacturers interrogated the system and was found inoperable .to address the issue patient may be awaiting surgical intervention at a later date.